Event description:
On the literature article named "use of an intramedullary hip-screw compared with a compression hip-screw with a plate for intertrochanteric femoral fractures", the authors of the study reported that, during the use of imhs for treatment of intertrochanteric femoral fractures in elderly patients, there was 1 patient in which a prevalence of an urinary tract infection as a perioperative complication was reported. It is unknown on how was this complication treated.